Event description:
It was reported by the customer the threaded stud is loose on the handpiece. No case involvement.

Manufacturer narrative:
Date sent: 1/22/2009. The handpiece was returned with a damaged nose cone and loose mount. It was tested on a generator and gave error code 3. The handpiece was disassembled, a torn isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.